Event description:
Pt's insurance co notified depuy of this event on 10/11/1999. The pt rec'd a total lcs knee in 1994. She was revised in 1998. She is 57 yrs old; weighs about 210 and her revision was due to severe fracture and destruction of the tibial rotating platform. No product code or lot number was provided.